Event description:
It was reported, the patient was presented to the hospital for a scheduled procedure. During procedure, the implantable cardiac monitor (icm) had exhibited under-sensing. The physician elected to explant and replace the icm on (B)(6) 2025. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of under-sensing could not be confirmed. As received in normal working conditions with battery voltage above elective replacement indicator (eri), sensing tests and nominal settings indicated normal device functionality. A device history record (DHR) review performed ensured that each manufacturing and inspection operation was completed per the requirements.. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment performed indicated the device was in the normal range of operation with appropriate remaining longevity. No other anomalies were seen.